Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the image guide (ig) is sticky and due to corrosion on the plug unit, error e216 displayed (scope communication) error. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the image guide (ig) is sticky and due to corrosion on the plug unit, error e216 displayed (scope communication) error. Based on the results of the investigation, the most probable cause of "due to corrosion on plug unit, e216 (scope communication err) occurred,¿ and the image guide ig protector is sticky", indicates that the investigation findings do not lead to a clear conclusion or root cause of the reported adverse event. Olympus will continue to monitor the field performance of this device.